Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the subject pump had intermittent power. The reporter claimed the battery compartment was cracked and contained moisture. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during investigation, the pump failed to power on. There was corrosion found in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture found. The battery compartment was found to be cracked.